Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred in the intensive care unit. The patient involved had a catheter in their left internal jugular. Upon turning the patient to their left size, the catheter was found removed completely. The IV lines were not taut and did not pull from the patient's neck. The ICU team was immediately called to the patient's bedside and pressure was applied to the site. The previous dressing with biopatch was intact and the stitch was still intact in the patient's neck. The side of the quad lumen/hub was noted to be cracked. As a result, a new catheter was placed immediately by the ICU fellow. There was a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a 4-lumen catheter with evidence of use and one of the suture wings split and with not suture attached. No defects or anomalies were observed on the other wing which did contain a suture. The provided instructions specify use of the clamp and fastener, provided with the kit, when an additional securement site is required for catheter stabilization. It does not appear that the secondary box clamp/fastener was utilized in this catheter placement. A device history record review was performed on the catheter and did not reveal any manufacturing related issues. The observed damage indicates that excessive force was placed on the catheter causing one of the suture wings to split and the other suture to pull out of the patient. Since it was reported that the catheter migration was observed upon t urning the patient onto their side, operational context caused or contributed to this event. No further action will be taken.